Manufacturer narrative:
The device logs were collected and evaluated by a spacelabs healthcare product support specialist (pss). During the evaluation of the returned logs, it was found that the device had performed a self-healing restart which resulted in the momentary loss of telemetry monitoring. While the cause of the loss of monitoring was due to the xhibit rebooting itself, the cause of the unexpected reboot could not be determined with the available information.

Event description:
While investigating another event, a spacelabs healthcare product support specialist was made aware of an event where the xhibit telemetry receiver (xtr) had gone offline. There was no harm to the patient or user during this event.